Event description:
On (B)(6) 2013, it was reported that the patient was experiencing problems with her vns. When following up with the physician's office, it was found that they did not know the patient was having problems with the vns. It was stated that the patient had left a message previously about having problems and not knowing what to do, however, no specifics were provided. The mother was told to take the patient to the local adult neurologist to be seen (as the patient lived too far away to travel to this physician). Per the nurse, the physician stated that the patient most likely just needed an adjustment to her settings as she was just implanted in june. The neurologist's office has not received any more calls from the patient or from other doctors about this patient. It is unknown if the patient went to see a local neurologist and if so, who this neurologist is. It was stated that the patient's mother should be contacted for additional information. Additional attempts were made to the surgeon whose office reported the event. It was stated that the patient has been experiencing an increase in seizures when the vns output current is increased, and has also been experiencing gagging and vomiting with increased stimulation. The patient's settings were lowered due to the increased seizures and vomiting. The manufacturer's sales representative reported that the surgeon later called to tell him the patient was at the right settings, but was still complaining of vomiting. It was suggested that the patient's parameters be adjusted and/or lowered to resolve the adverse event. The physician stated that the patient is doing very well in terms of her seizure control, but is vomiting frequently. It is believed that the vomiting is due to the vns. Although it does not occur with every stimulation, it appears to be related to the device causing a sensitive gag reflex. No additional information was provided. Review of the device manufacturing records for the generator confirmed the generator met all final testing specifications prior to distribution.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.